Event description:
It was reported that during the implant procedure the lead was attempted but not used due to product experience. The incoming information follow-up was conducted for additional information but was unable to obtain requested information after multiple follow-up attempts. If new information does become available, it will be added to this event. No patient complications have been reported as a result of this event. <(> <<)>end>

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated damage at implant and stretching.